Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.00x28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 3.0x26mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation with a balloon catheter, a 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was damaged due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 3.0 x 26mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation with a balloon catheter, a 3.00 x 28mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was damaged due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.